Event description:
Related to MFR report # 2183959-2012-02301, 02303. "On or about (B)(6) 2008, "a perigee system with intexen lp was implanted to treat for "uterine prolapse, cystocele, rectocele and stress urinary incontinence." Plaintiff's attorney has alleged that "in (B)(6) 2008, plaintiff began experiencing pain with intercourse and some bleeding from the vagina, "treated with estrace cream with no improvement "after months of therapy." "On (B)(6) 2010," plaintiff was diagnosed with "dyspareunia and vaginal erosion of the mesh." The mesh was surgically excised from the vaginal vault. Also alleged, "plaintiff has suffered, and will continue to suffer, pain, disability impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and other damages. Additionally alleged, the eroded mesh "caused dense scarring."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.